Manufacturer narrative:
Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the short spine clamp was damaged. This was discovered in sterile processing department (spd). No patient. Additional information was received: it was reported that the washers were stripped and the instrument would not tighten.